Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum / cat blood collection tubes leaked during collection. The following information was provided by the initial reporter: for plant information only. The tubes are not used to be sampled with blood. This is a very specific activity linked to blood banks. No investigation required. We face an issue - which seems to us abnormal - on an end of batch (8036883) of the tube reference of psv vacutainer bd ref. 367819: tube psv pet sec + a.coag 6ml eti.seri. Indeed, once filled, a part of the tubes allows to go up to the level of the upper part of the stopper a few drops of the suspension present in the tube, and creates on the surface of the stopper the droplets. The porosity of the rubber seal between the tube and the cap has been suspected.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample pooling with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sample pooling with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum / cat blood collection tubes leaked during collection. The following information was provided by the initial reporter: for plant information only. The tubes are not used to be sampled with blood. This is a very specific activity linked to blood banks. No investigation required. We face an issue - which seems to us abnormal - on an end of batch (8036883) of the tube reference of psv vacutainer bd ref. 367819: tube psv pet sec + a.coag 6ml eti.seri. Indeed, once filled, a part of the tubes allows to go up to the level of the upper part of the stopper a few drops of the suspension present in the tube, and creates on the surface of the stopper the droplets. The porosity of the rubber seal between the tube and the cap has been suspected.